Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) remained programmed off and a new ipg system was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds and loss of capture. The ipg was turned off and remains implanted. Further testing will take place at a later date. No patient complications have been reported as a result of this event.